Event description:
The recipient reportedly experienced facial simulation while using the device. The recipient is presenting with pain and overly loud sound with device use. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient did not receive medical treatment for the pain prior to explant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests from being performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground and a short from the voltage ground to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.